Event description:
A customer's mother reported via phone call that the buttons on the customer's insulin pump are not working. The patient's blood glucose level was unknown at the time of the call. The mother stated that the pump may have been dropped. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no weak battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window and a missing end cap sticker.